Event description:
The customer reported that an 840 ventilator was inoperable. Covidien customer support engineer (cse) inspected the device and replaced the graphical user interface (gui) and backlight inverter printed circuit boards (pcbs). The ventilator passed all testing.

Manufacturer narrative:
Covidien reference number: (B)(4).